Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and electrode feedthru covers, and the electrode silicone was sliced along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode wire was broken inside the feedthru pocket. System lock was not necessary for the evaluation of this device. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes and one open electrode. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical tests performed. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action has been initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top and electrode feed thru covers, and the electrode silicone was sliced along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode wire was broken inside the feed thru pocket. System lock was not necessary for the evaluation of this device. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.